Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 as the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Prior to distribution all evo-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". A review of the manufacturing records for evo-10-11-6-b of lot c1291763 did not reveal any discrepancies that could have contributed to this issue. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family. Customer opened and removed the stent from the package without problem. Stent seemed good. They put the stent on the guide wire without any problem and inserted the stent onto the scope through the operating channel. Dr. Did not have any problems and was not too much bending. When they tried to deploy the stent it was impossible, very difficult to press the button. Finally they removed it and they could see that flexor (blue part was broken). Unfortunately, they did not keep the system. They used another cook metallic stent without problem.